Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: a review of the black box showed multiple power on reset. The pump was returned with a cracked battery compartment at the left side of the grip from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able to secure and power up the pump. A 12 hour duration test was completed with a test cap with no power losses or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.